Event description:
Svc defib lead impedance >200 ohms, slow rise in svc and rv coil impedance, but much more evident in svc. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).